Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted on (B)(6) 2003 and a mesh was implanted concurrently with hysterectomy due to pop, sui. It was reported that following insertion the patient experienced urinary problems, recurrence and vaginal scarring. No additional information was provided. On (B)(6) 2004 the patient underwent lysis of adhesions due to pelvic pain and dyspareunia. On (B)(6) 2012 the patient underwent lysis of adhesions and lso due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced hematuria, bleeding, vaginal lesions, urinary incontinence, infection, vaginal discharges, and prolapse. It was also reported that the patient underwent mesh removal surgery on 7/12/2017. No additional information was provided.